Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the site removed the scope, flipped the base, and cancelled guided tool change to resolve the issue. The image had proper orientation. No return material authorization was issued for product return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, the endoscope was flipping on its own. The intuitive surgical, inc. (Isi) tech support engineer (tse) had the site remove the endoscope, flip the base, and cancel the guided tool change. The image then had proper orientation. The procedure was completed with no reports of patient injury.